Event description:
It was reported, the pt lost stimulation over time. It was also reported multiple programmers were attempted to communicate with the ipg but were unsuccessful. The pt will undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.